Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 2 complaints, regarding 2 devices, for this device family and failure mode. During this same time frame 5,871 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised to inspect guidewire prior to use and after removal to ensure it is in good physical condition and functions properly. Do not use if product is damaged. Do not kink (sharply bend) the guidewire prior to or during insertion. Breakage or insertion difficulty may occur if the interference screw is used with a kinked guidewire. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that c8006d, bioscrew hyperflex guidewire nitinol 14 in ster was being used during a hip arthroscopy procedure on approximately 27mar24 date when it was reported ¿the nitinol wire broke inside the patient during hip arthroscopy.¿. It was also reported that ¿recovering the broken piece of nitinol wire with difficulty. A new nitinol wire was given to continue the hip arthroscopy.¿. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.